Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. Results obtained with the subject meter were not provided. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made any changes to her usual dose of medications. Shortly after the start of the alleged issue, the patient claimed she felt symptoms of shakes, disorientation and was babbling. The patient took more food and/ or drink. The patient also reportedly went to the emergency room (ER) and was administered intravenous (IV) glucose. Results obtained with the ER/ hospital meter were not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.